Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic adhesions ("pelvic adhesion") and post procedural haemorrhage ("had hemorrhaging after the removal") in an adult female patient who had essure (ess205) (batch no. 12246550) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 and premature baby 26 to 32 weeks (second child). Concurrent conditions included lumbar disc degeneration, gallbladder disease, depression and hypertension. Concomitant products included furosemide (lasix) from april 2016 to june 2016, metoprolol from april 2016 to august 2018, omeprazole since (B)(6) 2016 and paroxetine hydrochloride (paxil). On (B)(6)2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), uterine polyp ("reproductive system disorder or condition type of disorder or condition: benign endometrial polyp"), loss of libido ("hormonal changes describe: lack of libido"), hot flush ("hot flashes"), temperature intolerance ("temperature intolerance"), vaginal haemorrhage ("bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), weight increased ("weight gain"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"), nausea ("nausea"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), menorrhagia ("bleeding (vaginal, menorrhagia)"), rash ("rashes"), pruritus ("itching") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy,repair of left inferior epigstric artery) and surgery (adhesiolysis). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, post procedural haemorrhage, vaginal haemorrhage and menorrhagia had resolved, the pelvic adhesions, uterine polyp, loss of libido, hot flush, temperature intolerance, headache, endometriosis, weight increased, adenomyosis, nausea, allergy to metals, fatigue, rash, pruritus and alopecia outcome was unknown and the migraine was resolving. The reporter considered adenomyosis, allergy to metals, alopecia, endometriosis, fatigue, headache, hot flush, loss of libido, menorrhagia, migraine, nausea, pelvic adhesions, pelvic pain, post procedural haemorrhage, pruritus, rash, temperature intolerance, uterine polyp, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Ultrasound scan vagina - in (B)(6) 2004: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:lot number added. New events loss of libido, hot flush, temperature intolerance, menorrhagia, vaginal haemorrhage, migraine, headache, endometriosis, uterine polyp, adenomyosis, nausea, allergy to metals, weight increased, medical device site haemorrhage, pelvic adhesion, fatigue added. Reporter, patient demographic information, other relevant history, lab data, concomitant products added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic adhesions ("pelvic adhesion") and post procedural haemorrhage ("had hemorrhaging after the removal") in an adult female patient who had essure (ess205) (batch no. 12246550) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 and premature baby 26 to 32 weeks (second child). Concurrent conditions included lumbar disc degeneration, gallbladder disease, depression and hypertension. Concomitant products included furosemide (lasix) from (B)(6) 2016 to (B)(6) 2016, metoprolol from (B)(6) 2016 to (B)(6) 2018, omeprazole since (B)(6) 2016 and paroxetine hydrochloride (paxil). On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), uterine polyp ("reproductive system disorder or condition type of disorder or condition: benign endometrial polyp"), loss of libido ("hormonal changes describe: lack of libido"), hot flush ("hot flashes"), temperature intolerance ("temperature intolerance"), vaginal haemorrhage ("bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), weight increased ("weight gain"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"), nausea ("nausea"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), menorrhagia ("bleeding (vaginal, menorrhagia)"), rash ("rashes"), pruritus ("itching") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy,repair of left inferior epigstric artery) and surgery (adhesiolysis). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, post procedural haemorrhage, vaginal haemorrhage and menorrhagia had resolved, the pelvic adhesions, uterine polyp, loss of libido, hot flush, temperature intolerance, headache, endometriosis, weight increased, adenomyosis, nausea, allergy to metals, fatigue, rash, pruritus and alopecia outcome was unknown and the migraine was resolving. The reporter considered adenomyosis, allergy to metals, alopecia, endometriosis, fatigue, headache, hot flush, loss of libido, menorrhagia, migraine, nausea, pelvic adhesions, pelvic pain, post procedural haemorrhage, pruritus, rash, temperature intolerance, uterine polyp, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Ultrasound scan vagina - in (B)(6) 2004: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.